Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting low amplitude and high pacing thresholds. Another lead was implanted instead. This lead is not expected to be returned. No further adverse patient effects were reported.